Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to cracked end cap. The insulin pump also alarmed unexpected restart after battery change due to faulty c13 on the interface board. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind and displacement test. No external ram crc error alarms noted. The insulin pump had broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart and loose drive. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.